Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and sensor connection issues. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1884l, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No unexpected insulin flow block alarms noted during testing, however, several no delivery alarms were found in the history file [april 01, 2025 at 13:23, april 02, 2025 at 13:19, 13:26, 13:29, 18:25, 18:32, 18:35 and april 08, 2025 at 21:33 and 21:48]. Pump successfully connected to a test transmitter. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic stack or motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during analysis. No communication between the pump and transmitter was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.